Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. No further information regarding this event is available at this time. This lead remains in service. No adverse patient effects were reported.